Manufacturer narrative:
Continuation of d10: product ID 8835 lot# serial# unknown. Product type: programmer, patient. Product ID: hh9020tdd lot# serial# (B)(6). Product type: product ID a820 lot# serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. Patient r eported they got their 8835 personal therapy manager (ptm) wet and the screen "went out" so now they had the new handset system which they noticed takes a long time to connect/lags at 90% for the last 2-3 weeks. Agent reviewed information and cleared data per ka I nstructions. Patient confirmed the issue had resolved.